Event description:
A dialysis facility reported that a patient gained weight during a hemodialysis treatment. There were reportedly low tmp alarms that had to be reset every 5 minutes. About 3 hrs into the treatment, the patient c/o discomfort and tightness in her arms and fingers. The staff noticed that her face was swollen. Treatment was discontinued. The patient was weighed and her post dialysis weight indicated a weight gain of 5.7 kg. She was taken to the hospital, dialyzed and discharged the next day.